Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+4.0/091 (sphere/cylinder/axis) was "sticky" and would not open during injection into the left (os) eye. Lens stuck in cartridge/injection system is also reported. There was patient contact with the lens but no patient injury. The lens was implanted and removed intraoperatively on (B)(4) 2021. An alternate lens was implanted in a separate surgery. See MFR file# (B)(4) for replacement lens.